Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, the customer indicated that there was dust on the back of the faceplate and that the diaphragm felt sticky. The customer was sent a replacement pump and return of her original pump was requested. In follow up with a complaint handler on (B)(4) 2018 and again on (B)(4) 2018, the customer confirmed treatment of the mastitis, which started "a few days prior to hearing the pump noise," with prescribed antibiotics and indicated that the replacement pump was working without issue. The device was returned with the customer's parts and accessories and was evaluated on 09/11/2018. The device passed suction and cycle specifications; however, a noise was detected during operation of the device during testing. Refer to attached evaluation. The customer's report of low suction could not be confirmed, but the customer's report of noise was confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump was not emptying her breasts and it was making a "clunking noise." She further alleged that she developed mastitis as a result, for which she was prescribed an antibiotic.